Event description:
Reportedly, the sutures were applied to tissue. Approximately 5 days later the pt was brought back to the or because the wound had dehisced and needed to be reclosed. The facility reports observing sutures with intact knots that are broken in the middle of the suture. Suture broke and the wound opened (dehisced). There is no reported current pt status, however, as of 7/04 the pt has not been returned to the facility for further complications.